Event description:
The pt rec'd her scs system on (B)(6) 2009. It was reported that she fell on her ipg. Since the incidence, the pt is said to be receiving adequate therapy; however, a consultation was scheduled to confirm the proper functioning of her scs system. During the interrogation, the low battery warning for the ipg was observed. Based on the pt's current program parameters, the low battery warning is indicative of premature battery depletion. F/u on the pt found that her ipg was replaced on (B)(6) 2010; however, the explanted device will not be returned to the MFR. No further issues reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.